Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction).

Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the mid rca. The same day as the index procedure, the pt suffered an mi. It was reported that the mi was related to the target vessel. The investigator indicated that the reported event was definitely related to the device. (Ref MFR # 9612164-2011-00825).

Manufacturer narrative:
(B)(4).

Event description:
Approximately 9 months post index procedure the patient was re-hospitalized. Re-ptca (ballooning) of target lesion was performed due to restenosis. The ptca was successful. The investigator indicated that the reported event was definitely related to the study device.